Event description:
When rn retracted the needle, the safety mechanism "click" was heard. When pulling the plastic piece away from the connector in order to connect the extension set, the needle came out (attached to the plastic connection) entirely and was not drawn into the safety mechanism as it should be. The needle was fully exposed. It was not able to be covered by the plastic upon removal due to the safety mechanism already being engaged. No harm to staff or patient, needle disposed of in sharps.